Manufacturer narrative:
Date sent to FDA: 12/26/2019. (B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2016 and tvt abbrevo was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2016 due to bleeding and urinary retention. Corrected information: manufacturing site name. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. No additional information was provided.